Event description:
As reported by the sales rep per the user facility: reports "the needle broke off not far from hub into a pt's back. Minor surgery was performed to have the broken portion of the needle removed from the pt's back". Add'l info provided by the facility indicated the fragmented piece of the needle was removed without incident and the pt suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used pencan spinal needle broken in two pieces was returned. The fractured fragmented portion of the pencan spinal needle measured 45 mm in total length and a 10mm portion of the fractured end of the fragment was bent on a 45 degree angle. The hub segment measured 45mm. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. This may be the case in this incident especially since the returned portion of the needle was bent on an angle at the point of fracture. The sample and all available info has been forwarded to the manufacturer b. Braun melsungen for further evaluation.